Event description:
It was reported on 12/28/1998 that during an endoscopic retrograde cholangio-pancreatography procedure, the physician could not see the radiopaque markers on a passage biliary dilation catheter and subsequently perforated the pts bile duct. The product was not returned for eval. An eval of the device revealed that twenty percent of the radiopaque markers were missing and possibly rubbed off of the device. The cause of the event could not be determined.